Manufacturer narrative:
(B)(6). (B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.25x24mm promus element¿ plus drug eluting stent was selected for use and advanced to treat the lesion. However, during the procedure, before the device had reached the target lesion, the stent "cable" twisted and broke. The procedure was not completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found that the hypotube was kinked at several locations along its length. In addition, the hypotube was broken at 329 mm from the hub. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. A visual and tactile examination found that the tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during at device insertion. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the inner and outer were kinked at several locations along their length. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.25x24mm promus element¿ plus drug eluting stent was selected for use and advanced to treat the lesion. However, during the procedure, before the device had reached the target lesion, the stent "cable" twisted and broke. The procedure was not completed. No patient complications were reported and the patient's status was stable.